Event description:
The customer reported a loss of vascular imaging mode functionality. No patient or user injury was reported to this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cine bridge board, cine hard drive and cables were evaluated and reseated. The fse also checked dc power and reseated system fuses. The system software and calibrations were also reloaded as part of the service event. The system was tested and found to be working as intended and returned to service.